Event description:
Needle tip break occured inside the knee because the device was fired once outside the knee with no tissue between the upper and lower jaws. Surgeon misused the device. Fragment was retrieved from the knee.